Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of battery depletion was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced battery depletion, with the pump not holding a charge and requiring charging twice daily over approximately one month, and a replacement ilet was shipped with instructions for shutdown and return of the original device. Symptoms included no adverse clinical effects and no reported glucose excursions. Outcomes included no hospitalization, no medical intervention, and continued therapy using cgm via the dexcom application or receiver. Investigation included review of user reports, coordination for device return, and assessment of device performance history. Investigation of this device revealed premature battery performance decline consistent with a power supply or battery subsystem issue; the device was replaced and the original unit was returned for assessment. It was concluded, based on previously established findings for similar reports, that the cause was device component failure related to battery degradation.